Manufacturer narrative:
(B)(4). Concomitant medical products: 00598802016, nexgen stem, 62534305; 00598801020, nexgen stem, 37214676; 00598800500, stemmed tibial component precoat a/p wedged, 62917348; 00599404214, articular surface with locking screw size striped green/g 14 mm height, 61055992; 00599003710, distal femoral augment block precoat, 62591550. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02743.

Event description:
It was reported that the patient was revised due to the femoral stem disengaging from the femoral implant causing metallosis at the junction of the stem/femur. Radiolucency was noted on the x-rays. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per the package insert, dislocation and corrosion of metal components are known potential adverse effects of this procedure. However, a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.